Manufacturer narrative:
Date sent to the FDA: 02/14/2020. Additional information was requested, and the following was obtained: all the answers are unobtainable. Any medical treatment provided? If yes, please provide medicine name, strength and dose. Was any surgical intervention performed specially re-suturing? Explain. Tissue on which used? Name of procedure initial procedure date? *what is the patient¿s current health status and condition?

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device product lot, and no non-conformance's related to the reported complaint condition were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Any medical treatment provided? If yes, please provide medicine name, strength and dose, was any surgical intervention performed specially re-suturing? Explain, tissue on which used?, name of procedure, initial procedure date?, what is the patient¿s current health status and condition?.

Event description:
It was reported that the patient underwent the surgery of open reduction and internal fixation of left lateral malleolus fracture, left lower tibiofibular screw fixation, left medial malleolus ligament repair and plaster fixation on (B)(6) 2019 and the suture was used. The wound recovered well, so he was discharged on (B)(6) 2019. It was reported that the patient experienced erythema, inflammation and wound secretion on the wound on (B)(6) 2019. And the absorbable suture was rejected in succession. The sutures were removed one by one. Then the patient's condition changed better. Additional information has been requested.